Event description:
Vent has default mode of simv. Pt was on ac when it changed to simv without rt intervention. Ventilator was removed and replaced. Vent sent to (B)(6) for review of system for proper functioning and maintenance.